Manufacturer narrative:
UDI(di) (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced difficulty recharging the ipg. In addition, the charger is unable to locate the ipg. As a result, stimulation was turned off and a replacement charger sent. Subsequently, the patient alleges the ipg is unable to communicate with any of the external devices. Reportedly, the sjm representative met with the patient and the issues were confirmed at that time. Surgical intervention may be undertaken as the next course of action.